Event description:
It was reported that the patient presented in clinic due to pocket infection of their implantable cardioverter defibrillator. The device was explanted without issue. The patient was stable.